Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device had high temperature exceeding manufacture's specification. Therefore, the reported condition was confirmed. It was determined that this was due to corroded bearings from immersion and sterilization procedures. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome attachment device had high temperature. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.